Manufacturer narrative:
To date, no product has been received so an examination cannot be performed. No definitive conclusion can be made. If any additional information becomes available, a follow up MDR will be submitted.

Event description:
It was reported: patient was immobilized postoperatively. At the 2 week mark patient returned to clinic with pain. There was no evidence of non-compliance.